Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen display was blank, also unit made a high pitch noise. It is unknown if there was a patient involved however, no harm or injury reported. A getinge field service engineer (fse) evaluated and replaced (d670-00-0770) pcba, executive processor. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen is blank also made a high pitch noise. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data:b5,e3,h6(clinical & impact)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen is blank also made a high pitch noise.